Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and vibrate anomaly. The customer¿s blood glucose was 410 mg/dl at the time of incident. Customer stated that the insulin pump was making a noise and it was vibrating. Customer also reported that the insulin pump buttons were unresponsive. No significant events leading to the issues were observed. Troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 410 mg/dl and no form of treatment was reported. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No audio, beep or vibrate anomaly or button error alarm noted during testing. Insulin pump had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify and no delivery alarm due to unresponsive button.